Event description:
A trilogy evo o2 ventilator was returned to a third-party service center for the allegation of "oxygen blending gives a clicking noise". There was no patient involvement, and no harm or injury reported. On device evaluation, error codes error code e-84 was noted in the error log indicating an oxygen regulation issue; delivered oxygen concentration is not within fio2 setpoint +/- 10%. Evaluation determined that based on this error [and the clicking noise], the oxygen blending module (obm) required replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.